Manufacturer narrative:
Findings: pump received with partially broken reservoir tube lip, reservoir tube missing o-ring, broken battery tube threads, minor scratched lcd window, and scratched reservoir tube window. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose was unknown mg/dl. The customer stated that there is a missing plastic and o-ring is sticking and chipped plastic on the reservoir and battery compartment. The customer stated that the device fell from the clip and the other damage is uncertain of cause. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced.